Event description:
Received call from cancer center stating that the patient reported his easypump infusion device appeared empty 6 hours before the infusion was supposed to be completed. Infusion lasted 40 hours instead of 46 hours.